Event description:
It was reported that a (B)(6) female patient (47.6 kgs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that during a premature ventricular contraction (pvc) case, a perforation was noticed which led to a pericardial effusion (pe). There was a drop in blood pressure on the patient which caused them to check for any issues using ultrasound. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). The medical intervention provided was a pericardiocentesis in which 300 ml of fluid was removed. The patient was reported to be in stable condition. The injury occurred while ablating in the right ventricular outflow tract (rvot). During ablation, a pvc showed up and the physician believed this may have moved the catheter to a different location for about 2 seconds which may have caused the perforation. Additional information was received on 21-dec-2021. It was reported that the physician thinks that this adverse event was a procedural error. He does not think that it was caused by a malfunctioning product. While on ablation, the catheter moved due to a premature ventricular contraction (pvc) and burned in a thin part of the right ventricular outflow tract (rvot) which he thinks caused the perforation. At the time of reporting, the patient has fully recovered. The patient had to stay two extra days to make sure that all the fluid was drained out of her pericardium and to make sure she was recovering well. No transseptal puncture was performed. Prior to noticing the pe or CT, ablation was performed. It was a stereotaxis case, so the doctor was not near the patient and could not hear or feel a steam pop. There was a sudden impedance rise but that was likely due to the catheter moving. Therefore, there was no clear evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, and the flow settings were at the recommended settings. 17 ml/min for < 30w and 30 ml/min for >= 31w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Since a rmt catheter was used, there was no force visualization available. The visitag module was used and the parameters for stability used was tag size was 3mm, range was 2.5mm, and time was 10s. No additional filter was used with the visitag. Color option used prospectively was impedance drop.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that during a premature ventricular contraction (pvc) case, a perforation was noticed which led to a pericardial effusion (pe). There was a drop in blood pressure on the patient which caused them to check for any issues using ultrasound. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). The medical intervention provided was a pericardiocentesis in which 300 ml of fluid was removed. The patient was reported to be in stable condition. The injury occurred while ablating in the right ventricular outflow tract (rvot). During ablation, a pvc showed up and the physician believed this may have moved the catheter to a different location for about 2 seconds which may have caused the perforation. Additional information was received on 21-dec-2021. It was reported that the physician thinks that this adverse event was a procedural error. He does not think that it was caused by a malfunctioning product. While on ablation, the catheter moved due to a premature ventricular contraction (pvc) and burned in a thin part of the right ventricular outflow tract (rvot) which he thinks caused the perforation. At the time of reporting, the patient has fully recovered. The patient had to stay two extra days to make sure that all the fluid was drained out of her pericardium and to make sure she was recovering well. No transseptal puncture was performed. Prior to noticing the pe or CT, ablation was performed. It was a stereotaxis case, so the doctor was not near the patient and could not hear or feel a steam pop. There was a sudden impedance rise but that was likely due to the catheter moving. Therefore, there was no clear evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, and the flow settings were at the recommended settings. 17 ml/min for < 30w and 30 ml/min for >= 31w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Since a rmt catheter was used, there was no force visualization available. The visitag module was used and the parameters for stability used was tag size was 3mm, range was 2.5mm, and time was 10s. No additional filter was used with the visitag. Color option used prospectively was impedance drop.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30534075m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).